Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrointestinal disorder nos from (B)(6) 2010 to (B)(6) 2015, multigravida (g4) and grand multiparity (p3). Previously administered products included for an unreported indication: oral contraceptive pills from 1998 to 2007. Concurrent conditions included anxiety since 2014, tachycardia since 2014 and obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 for contraception. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems - conditions : anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tachycardia ("blood or heart disorder/condition type:tachycardia"), feeling abnormal ("brain fog"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition, type: heartburn"), constipation ("constipation"), abdominal distension ("bloating"), paraesthesia ("other injury(ies) or complication(s) please describe : tingling in fingers"), alopecia ("hair loss"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), peripheral swelling ("swelling in feet") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, ovarian cyst, tachycardia, feeling abnormal, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, dyspepsia, constipation, abdominal distension, paraesthesia, peripheral swelling, arthralgia, alopecia and pain in extremity outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.(as per pfs). No spillage of contrast into the pelvis is noted. Impression : bilateral occluded fallopian tube.(as per mr).. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received : new reporter's was added. Patient's demographics was added. Date of insertion & date of removal was updated. Added event hot flashes, mood swings, abnormal bleeding (vaginal, menorrhagia), uti, anxiety, bladder or urinary problems or changes, migraines, headaches, ovarian cysts, tachycardia, dental problems, brain fog, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, weight gain, heartburn, constipation, bloating, abdominal pain, leg pain, joint pain. Updated outcome for bleeding, abdominal pain from unknown to recovered/ resolved. Headache from unknown to recovering/resolving. Historical drug, concomitant drug, concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrointestinal disorder from (B)(6) 2010 to (B)(6) 2015, multigravida (g4) and grand multiparity (p3). Previously administered products included for an unreported indication: oral contraceptive pills from 1998 to 2007. Concurrent conditions included anxiety since 2014, tachycardia since 2014 and obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 for contraception. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes : mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems - conditions : anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tachycardia ("blood or heart disorder/condition type:tachycardia"), feeling abnormal ("brain fog"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("gastrointestinal or digestive system condition, type: heartburn"), constipation ("constipation"), abdominal distension ("bloating"), paraesthesia ("other injury(ies) or complication(s) please describe : tingling in fingers"), alopecia ("hair loss"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:") and cystitis ("infection (bladder/ urinary tract/vaginal) type:") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), peripheral swelling ("swelling in feet") and arthralgia ("joint pain"). The patient was treated with antibiotics, metoprolol, paracetamol (pain reliever) and surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, ovarian cyst, tachycardia, feeling abnormal, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, dyspepsia, constipation, abdominal distension, paraesthesia, peripheral swelling, arthralgia, alopecia, pain in extremity, vaginal infection and cystitis outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.(as per pfs). No spillage of contrast into the pelvis is noted. Impression : bilateral occluded fallopian tube.(as per mr). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: vaginal infection, bladder infection. Treatment drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, removal of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.